Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. A review of the returned product from the customer was performed; visual inspection of the drainage skater returned from the customer found the drainage tube separated or broke from the radiopaque marker band, and the complaint was confirmed. The possible root cause of this issue could be drainage skater tube separated from the radiopaque marker band.

Event description:
On august 3, 2022, a drainage tube disconnection incident occurred at laixi city people's hospital in the area. According to clinical description, the drainage tube was not operated during its release, and was placed inside the stent without being cut by the stent. After the catheter was placed, strict suture treatment was performed. The patient went to the hospital for a week after the catheter was placed, and before the catheter was removed, imaging revealed that the contrast agent had leaked out of the body, resulting in the disconnection of the tube. It was found that the catheter was broken in the body, after removing the first half, observation was also conducted, and it was clinically determined that the drainage tube is a split type.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
On (B)(6), 2022, a drainage tube disconnection incident occurred at (B)(6) hospital in the area. According to clinical description, the drainage tube was not operated during its release, and was placed inside the stent without being cut by the stent. After the catheter was placed, strict suture treatment was performed. The patient went to the hospital for a week after the catheter was placed, and before the catheter was removed, imaging revealed that the contrast agent had leaked out of the body, resulting in the disconnection of the tube. It was found that the catheter was broken in the body, after removing the first half, observation was also conducted, and it was clinically determined that the drainage tube is a split type.